Event description:
The account alleged that the head section is stuck in the raised position and cannot be lowered. No injury reported.

Manufacturer narrative:
The account stated that they have obtained a replacement bed from a different source and that they do not plan on having this bed repaired.